Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was sleeping when his wife found him unresponsive. She checked his cgm, which showed a critically low reading but did not trigger any alerts or notifications. His wife immediately called 911, and the operator instructed her to perform chest compressions while waiting for paramedics. Paramedics arrived within 10 minutes and checked his blood glucose using a meter, which showed 30 mg/dl, while the cgm still displayed ¿low.¿ the patient was given intravenous glucose, though the dosage was not recalled by the patient or his wife. He was unconscious for about 15 minutes and did not go to the hospital afterward. At the time of the report the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was sleeping when his wife found him unresponsive. She checked his cgm, which showed a critically low reading but did not trigger any alerts or notifications. His wife immediately called 911, and the operator instructed her to perform chest compressions while waiting for paramedics. Paramedics arrived within 10 minutes and checked his blood glucose using a meter, which showed 30 mg/dl, while the cgm still displayed ¿low.¿ the patient was given intravenous glucose, though the dosage was not recalled by the patient or his wife. He was unconscious for about 15 minutes and did not go to the hospital afterward. At the time of the report the patient was fine. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was noted in connection with the allegation that the app delivered urgent low soon and urgent low alerts, as expected, escalating to 100% volume, from 04:00 am to 05:50 am. At 05:52 am, the alerts were acknowledged. No additional event or patient information is available.